Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side ¿rupture", "inflammation", and "burning." Patient additionally reported ¿losing eye sight, dark spots, fatigue, and breast implant illness symptom¿; these are not device related. Device remains implanted.